Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2010. On the (B)(6) 2010, the device failed the weekly auto self-test due to low battery, the user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. Later on the (B)(6) 2010, the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to (B)(6) 2010. On (B)(6) 2010, the device failed the weekly auto self-test due to low battery. An additional low battery fail was recorded on the (B)(6) 2010. On the (B)(6) 2010, the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the (B)(6) 2017. The device records two ten-minute power ups on the (B)(6) 2017. These manual power ups may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The device successfully passed all self-tests up to the last log entry prior to receipt at heartsine on the (B)(6) 2017. Throughout the history log the device records significant fluctuations in voltage. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate the reported fault. There were two ten-minute manual power ups recorded in the history log on the (B)(6) 2017. These manual power ups may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo-pins was reduced enough to potentially cause the low battery fails detailed in the report. The returned sam 300p is now outside of its warranty period and will be scrapped.